Event description:
Treated pt using blood prime procedure for extracorporeal photopheresis (ecp) low-weight pts. With whole blood processed greater than one liter, we noted small air bubbles in collection line near stopcock and patient access. All connections were checked and secure. The clinician proceeded directly to buffy collection to limit and prevent air to pt. During this phase, patient access was disconnected and the collect line was connected to the packed red blood cell (prbc) unit. We had air detected alarm and a system pressure alarm during the buffy coat. We proceeded directly to photoactivation to prevent loss of part of the buffy coat since the buffy collection was almost complete. We were able to complete ecp without further alarms and the patient appeared to tolerate it. It is unknown whether this was due to a connection leak, kit leak, or other issue.